Event description:
On 1/6/2023, it was reported by an arthrex employee via email that an ar-3638 knotless fibertak got stuck. This was discovered during a procedure on (B)(6) 2022. Case was completed with a dex fibertak instead. Additional information received on 1/10/2023: two ar-3638 knotless fibertak got stuck in the drill guide during insertion. Nothing broke inside the patient and case was completed with an ar-8991 knotless fibertak dx suture anchor. This was discovered during an elbow repair procedure.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual evaluation, it was noted that the inserters for fibertak, no damaged found. The sutures returned are cut and missing the soft anchor of each knotless fibertak assembly. However, the broken pieces were not returned for investigation. No problem found.